Manufacturer narrative:
Laboratory analysis could not confirm the clinical observations. Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. An abrasion in the insulation was observed and appeared to be consistent with entrapment in the clavicle/first rib region.

Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available, or if the lead is returned, this report will be updated.

Event description:
Boston scientific received information that during a routine device changeout procedure, this right ventricular (rv) lead was observed to have fractured. The lead was explanted and a new rv lead was placed without incident. No adverse patient effects were reported.